Event description:
D5ns fluids ordered to infuse at 55 ml/hr. Nurse programmed the pump and started the infusion. Approximately 1 hour and 15 min later, nurse returned to the room and saw that the fluids were almost gone. The nurse rechecked the pump settings. The settings were still at the correct rate of 55 ml/hr. The nurse took the pump and fluids out of the room and verified with charge nurse that settings were correct. Additionally, the pump identified that only 81 mls infused but upon checking the volume of fluid remaining in a 1000 ml bag was 150 ml. The provider was notified. The patient subsequently had a significant increase in urine output. Blood sugar was normal. Pumps pulled and agility picks up for evaluation.